Event description:
It was reported that during use of the pump, the user noticed an area on the front panel of the control head that appeared to have burned. Smoke also was noted. The pt was transferred to another pump without any complications.